Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. The same lot of test strips believed to be involved in the incident were tested recently and performed to specification. Customer did not return product.

Event description:
Caller indicated the relion prime meter was giving high readings. Caller has been disoriented and stressed due to a death in family and was feeling lightheaded so she did a test and reading was 495 so she panicked and called 911. Paramedics came and did reading with their meter and it was 188 so no treatment was given. Caller stated before calling customer service she did two tests and got 371 then minutes later got 48. She also mentioned meter does not keep date and time anymore. Meter has been dropped, but on a rug in the living room. Storage and technique seem good, however caller did catch cat playing with the product so will be changing storage location. Controls not used. Replacing product.